Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, the healthcare provider (hcp) confirmed that the device was used previously and worked without any conflict. During the event, they installed the device as usual and this time it threw an error and they were not able to continue.

Manufacturer narrative:
Analysis found that the device came in with a connection failure due to a disconnected usb interface cable. The device also had three missing case screws, a broken earphone nut, twisted stimulator connector pins, and an incorrect output power cable connections. The device was disassembled, cleaned, replaced broken connector panel, reconnected power cable, upgraded power supply screws, reassembled, and placed into the burn-in chamber to check for any heat-related failures. The device was then removed and tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that a nerve monitoring device controller stopped working during the procedure. The device did not show anything and there was no audible indicators to signal malfunction. A back-up device was used to continue with the procedure. There was no patient impact.